Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was explanted during a device change-out procedure. The device was previously reported on due to noise and oversensing on the rv channel which led to several seconds of pacing inhibition. The patient was asystolic for 6-8 seconds. Prior to the change-out procedure, there were additional reports of myopotential oversensing which could not be recreated. There was also inappropriate pacing therapy reported. To date there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.